Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer¿s girlfriend reported that customer¿s adc freestyle libre sensor was producing higher readings than readings received on a freestyle lite blood glucose meter. Caller further reported that on (B)(6) 2018 customer received a sensor scan result of ¿hi¿ (a reading greater than 500 mg/dl) which was compared to a reading of 34 mg/dl from the meter. Customer was not able to understand because he was in hypoglycemia so caller provided sugar and fruit juice. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. The medical event occurred in the city of (B)(6).

Event description:
Customer¿s girlfriend reported that customer¿s adc freestyle libre sensor was producing higher readings than readings received on a freestyle lite blood glucose meter. Caller further reported that on (B)(6) 2018 customer received a sensor scan result of ¿hi¿ (a reading greater than 500 mg/dl) which was compared to a reading of 34 mg/dl from the meter. Customer was not able to understand because he was in hypoglycemia so caller provided sugar and fruit juice. No additional treatment was required. There was no report of death or permanent injury associated with this event.